Event description:
The manufacturer received information alleging a ventilator will only power on by external battery. The device was not in pt use. The device has not yet been evaluated by the manufacturer at this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.